Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving an unknown concentration of gabalon intrathecal at 150 mcg via an implantable pump for a head injury. On (B)(6) 2022, it was reported that the patient was hospitalized due to an infection in the right, lower quadrant of their abdomen on (B)(6) 2022. The infection was localized and there were no problems with the incision in the patient's back and no meningitis. On (B)(6) 2022, blisters appeared at the suture site. An abscess was confirmed when the fluid around the pump was punctured. The patient was hospitalized again and, on (B)(6) 2022, the pump and catheter were removed. No significant muscle tension or worsening spasticity was noted. No operability tests, rotor texts, or catheter x-rays were noted. Regarding outcome of the adverse event, it was indicated that that the patient was recovering as of (B)(6) 2022. The causal relationship of the event to drug and programmer were unrelated. The causal relationship of the event to the pump, catheter, and procedure were unknown. The patient¿s age and weight at the time of the event was unknown.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8781, lot#: n545653002, serial#: unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The patient¿s previous pump was replaced at another hospital on (B)(6) 2022. As of (B)(6) 20212, the wound was red and swollen. A problem with the procedure was suspected. On (B)(6) 2022, the patient was hospitalized and antibiotics were administered. The patient¿s symptoms subsided and the patient was discharged from the hospital on (B)(6) 2022. However on (B)(6) 2022 a blister appeared in the suture region. A puncture was performed and the abscess was drained. The patient was re-admitted to the hospital on (B)(6) 2022. On (B)(6) 2022, the pump was removed and antibiotics were administered. The antibiotics were completed and the infection subsided on (B)(6) 2022. The outcome of the adverse event was recovering as of (B)(6) 2022. The causal relationship of the event/infection with the pump, catheter, and programmer were unrelated. The causal relationship of the event/infection with the procedure was related. The pump and catheter were discarded by the healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# n545653002 serial# implanted: (B)(6) 2016, explanted: (B)(6) 2022,product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The patient¿s underlying disease was head injury; date of onset/diagnosis was (B)(6) 2015. The patient¿s height was 178 cm.